Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on an unknown date due to high blood glucose of 475 mg/dl and current blood glucose was 132 mg/dl. Customer treated high blood glucose with insulin drip. During troubleshooting, customer also got battery out limit alarm. The insulin pump will not be returned for analysis.